Event description:
Doctor reports legacy dentistry smart packs were received opened and missing parts with writting on label. This was identified before use. There was no patient involvement. There have been no other reported events for this part and lot number.